Manufacturer narrative:
Investigation conclusion- cause traced to another device. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is the left ventricular assist device (lvad) which increased the mechanical stress leading to bioprosthetic valve degeneration.

Manufacturer narrative:
The device was not returned to edwards for evalaution. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article fusion of bovine tissue aortic valve leaflets in a patient with left ventricular assist device that was published as a case report on elsevier website https://doi.org/10.1016/j.jaccas.2022.02.009 it was learned from the article that a 23mm 11500a inspiris resilia aortic valve was explanted after an implant duration of approximately 9 months due to bioprosthetic valve degeneration and fibrosis secondary to the continuous closure of the aortic valve, along with an increase in mechanical stress caused by the left ventricular assist device (lvad). The explanted valve was replaced with a 19mm non-edwards mechanical valve. Immediately after the avr, the patient underwent lvad explantation. Postoperatively, the patient did well and was discharged home.